Event description:
(B)(6) female with pmh of severe, worsening back and left leg pain. To same day surgery on (B)(6) 2012. Had radical lumber diskectomy/fusion l2-4. During the posterior approach, a size 10 mm spacer was filled with 2 sponge of bmp/infuse and malleted into place. Excellent purchase was achieved. Upon insertion and removal of the inserter, it was noted that there was a slight microfracture in a portion of the cage laterally. It was thought that the rest of the cage was likely structurally intact, and given the good height restoration and good placement in the ap and lateral plane, it was thought to kept the cage. We did not feel the slight fracture would compromise stability or outcome. It was thought the cage was still sitting on osteophyte and therefore, was safe use. Discharged home, on (B)(6) 2012.